Manufacturer narrative:
The field service engineer checked the analyzer and could not find an issue. He performed fluidic and operational checks that were all in good working condition. He ran a precision check with all results within. The benzodiazepine reagent lot number was 711171. As the customer was unable to provide further information, a definite root cause could not be determined.

Manufacturer narrative:
Medwatch h6 type of investigation codes were updated.

Event description:
There was an allegation of questionable urine drug screen results from the cobas 6000 ul c501 modules. The facility expected the patient to test positive for benzodiazepines as she was taking lorazepam, but they did not expect the patient to test positive for any other drugs. On (B)(6) 2023, a second screen for the patient was negative for benzodiazepine. This sample was sent for confirmatory testing by lc-ms and benzodiazepine tested positive. The confirmatory results were believed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.